Event description:
Cpi received information that the implantable cardioverter defibrillator (ICD) could not be telemetered and would not respond to a magnet application. It was further reported that the patient's heart rate was below the rate cutoff.